Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the need some specialty mris. They asked the doctor if they could remove the system if it is never going to help him anymore and the doctor said yes. Went into the office and took it out. They said they were going to do imaging before they do MRI's. They come out and said there is a piece still left and they would not be able to precede that day. She called the doctor back and told him they say there is a piece left, and he said yes it will never always all come out and they can do an MRI. He is very handicapped, so the doctor just did it right there in the office and they removed the system and they didn't put him to sleep or anything. This might be the reason they left part behind because if he kept digging he might of thought it was going to hurt him more. The interstim system had stopped working for the patient before but hadn't figure out why. They had done a test on how long the bladder holds the urine and he was voiding immediately, and that was with the therapy on. Agent did not ask about the circumstances that led to the reported issue. Reviewed guidelines of MRI when part of system is left behind. Patient going for a consult on december 2. Might have to ask the physician to remove the piece left or find another surgeon to remove it.